Manufacturer narrative:
A manufacturer rep went to the site to test the system. The system passed the system checkout after parts were replaced. Pli30 - product analysis was performed. The ssd was tested and found to function as expected when registering and navigating. Pli40 - software analysis was performed. The logs were reviewed and a segfault was observed. The issue is consistent with a known software issue. Concomitant medical products: product ID: 9735999r, serial/lot #: (B)(4). Product ID: 9735740, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the monitors go black often during verification of instrumentation prior to cases. The mouse was unable to be moved and the touchscreens do not work. These issues were resolved by a reboot. There was no patient involvement. Additional information was received from the rep and it was stated that they replaced the entire computer in the system and system was functioning properly.